Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (500 mcg/ml at 300 mcg/day) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2017 the pump was filled with 2000 mcg/ml gablofen; however, the concentration in the programmer was not changed from 500 to 2000. The hcp contacted the patient and brought them back in to the clinic to correct the programming. It had been about 90 minutes since the original programming. The hcp was planning to program a modified bridge bolus as the pump had been running for about 90 minutes. The patient had no symptoms related to the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, serial#: (B)(4), product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.